Event description:
It was reported that during insertion into the patient's right radial artery, the guidewire and catheter could not be separated. As a result, both were removed. A delay was reported, however, there was no reported additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).